Manufacturer narrative:
Device evaluation follow-up #2: the device was returned to animas and evaluated by product analysis on 06/20/2015 with the following results: unable to duplicate the keypad complaint. The keypad intact. All keys are fully responding. Removed the keypad cover; no contamination was found under any of the key contacts. Unrelated to the complaint, the battery compartment is cracked below the bumper pad. The display screen has a pinkish contrast. The audio bolus button cover is missing from the pump. Battery cap was not returned; test cap used to complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1: date of submission 05/18/2015 ¿ correction: the alert date of this incident should have been (B)(6) 2015.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the up, down and ok buttons were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.